Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a patient with a smiths medical portex bivona flextend¿ tracheostomy tube managed to "snap" the tube off. It was reported that the patient vigorously pulled at the trach and ventilation tubing; snapping the tube off. The tube was removed with no reported adverse effects.